Event description:
It was reported that the pt was inserted the PICC on (B)(6). On the other day, when the nurse did regular maintenance, she found there was a leakage at the site of 37cm. The leak was subcutaneous and another PICC was placed for further treatment.

Manufacturer narrative:
The complaint of a leak (partial break) in the catheter is confirmed, exact mechanism of damage is undetermined. Gross and microscopic examinations of the complaint sample revealed a partial tear in the catheter tubing. The location of the partial break is located between the 36 and 37 cm depth markers. The partial break site is nearly perpendicular to the axis of the tubing. The break site exhibits slightly rounded edges. The tubing surrounding the partial break site is slightly compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of revj1518 showed no other similar product complaint(s) from this lot number.